Manufacturer narrative:
The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Two samples were returned for evaluation. One was heavily contaminated with food; one is a representative, unopened, and unused sample. Visual inspection showed the contaminated sample has air present in the tube. The one representative sample had no visual issues. No functional testing could be performed on the contaminated sample. The representative sample was tested and performed as required for the duration of the test with no issues. The reported issue was confirmed by the contaminated sample. A corrective and preventative action (CAPA) has been opened to further investigate this issue. The associated data will be fed into the risk management quarterly report. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported the feeding was set up and on run overnight for a pediatric patient. The feed used is nutrini low energy and the pump was set at a feed rate of 110ml/hour. The pump alarmed ¿feed error, bag empty¿ but the bag was not empty. The alarm was turned off and the pump continued to pump but there were large air bubbles in the line. Priming was tried but air bubbles were continuing to be introduced into the set. The parent changed the set and it worked.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.